Manufacturer narrative:
(B)(4). Subsequent to the first follow-up for this MDR report number 3004753838-2015-15365 it was noticed that the incorrect MDR report number had been entered on it and the follow-up information reported in it was for MDR report number 3004753838-2015-15395. There has not been an initial MDR report submitted for 30047532838-2015-15365. Please disregard the follow-up reports with 3004753838-2015-15365.

Event description:
The patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). Subsequent to the initial MDR, the returned receiver (part number stk-gl-001/serial number (B)(4)/lot number 5179426)( was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction; however, a review of the downloaded receiver log confirmed the reported event of inaccuracies. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4)